Event description:
The patient had an scs system which included two percutaneous leads from the same lot. It was reported, the leads had migrated. The physician explanted both leads and replaced them with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.